Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that 10 infusion sets leaked at site. No further information available.

Manufacturer narrative:
Initial and final MDR 1906022 - MDR 3003442380-2024-12639- device 8 of 10.